Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11e. Retainer ring = black. Customer returned pump for an alleged pump error 53 found on (B)(6) 2021. Unit passed the self test and displacement test. No alarms occurred during testing the history download confirmed pump error 53 due to software error found on (B)(6) 2021 at 9:19. No pump error 53 alarms noted during testing. However, the formatted history file confirmed pump error 53 alarm (line number 3540 file number 26). Problem isolated to the electronic assembly as per global logic analysis (B)(4). The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, corroded battery tube and minor scratches on lcd window. In summary, customers alleged pump error 53 was confirmed through the pump history download due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that pump error 53, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.